Event description:
It was reported by the sales rep via phone that following a monovisc injection, the patient experienced joint effusion in their knee. The sales rep stated that the following day the fluid was removed from the patient and they were given a cortisone injection. The sales rep stated that this was the patient's first injection of monovisc. The sales rep did not know which knee the patient received the injection. The sales rep was not present for the case and could not provide any additional information. The device was discarded by the customer.